Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had recurring motor error alarm during bolus. The customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer stated that the drive support cap was not damaged. Customer did not have motor position encoder error alarm in history. Customer performed displacement test, it was ok. Customer was able to rewind the insulin pump. The insulin pump will be returned for analysis.